Event description:
The customer reported to olympus, the evis exera ii duodenovideoscope was leaking at the distal end. Upon inspection and testing of the returned device, it was discovered the forceps elevator had foreign material. There were no reports of patient harm associated with this event. The medical device report (MDR) is being submitted to capture the reportable malfunction of foreign material in the forceps elevator found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection testing of the returned device, the user's request was confirmed. It was discovered, the forceps elevator had foreign material. In addition, the water tightness was lost due to deformation of switch box and a crack on control unit, the connecting tube had buckling, the universal cord coating was peeling and there was corrosion around left-arm. It was noted, the light guide lens, the electrical connector, the scope cylinder, the adhesive around light guide lens and the objective lens and had discoloration. There were also scratches on the grip, the forceps channel port, the right/left knob and the up/down knob. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the event is likely due to insufficient or inadequate reprocessing. However, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.